Manufacturer narrative:
Final analysis found insulation abrasion at 8.6 cm to 8.9 cm from connector pin exposing the outer coil. The abrasion was consistent with constant friction to another implantable device.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced during a routine device upgrade.